Event description:
Ra patient admitted to hospital the day after 11th treatment and diagnosed with multiple pulmonary emboli and dvt. The pt was anticoagulated and a greenfield filter placed. Discharged after 1 week. Patient was unable to take aspirin due to allergy.